Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿multiple associated hernia sacs were identified, removed and fascial defects were closed with sutures. A bard flat mesh was placed and sutured and tacked in place.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿ small bowel and omental adhesions were removed. The previously placed bard flat mesh was noted. To the hernia defect the synthetic mesh was placed covering the defect and sutured and tacked.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿dense scar tissue and serous fluid filled scar was encountered. The hernia sac with previously placed mesh was noted and sac was excised. The fascia was closed with sutures and tacked down to the fascia.¿ (B)(6) 2021 ¿ patient was diagnosed with incarcerated ventral incisional hernia and abdominal pain thereby underwent open repair. Per operative notes, ¿ the hernia sac with bowel with signs of ischemia was identified. Adhesions were lysed circumferentially, and small portion of mesh was left in place on serosa of the bowel. The hernia sac was dissected free and fascia was closed using primary repair.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.